Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was delayed in responding to presses. Additionally it was reported that the wake button was unresponsive. Customer¿s blood glucose (bg) was 30 mg/dl. The cause of low bg was delivering too much insulin via a bolus. Customer consumed glucose tablets to address bg. Reportedly, the customer continued to use the pump for insulin therapy.